Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician. Jude medical reliability laboratory. Fai lure (event) observed during analysis. Visual inspection found abrasions in the area close to the distal coil end. It was found that the insulation has been abraded from inside, and was caused by the rv cable rubbing against the inner wall of its lumen u under cycle movement coming from the heart.